Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all 5 results obtained. The customer's expected fasting blood glucose test result range is 90 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 204mg/dl and 208mg/dl. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 211mg/dl (B)(6) 2016 10:25 am fasting: yes, 354mg/dl (B)(6) 2016 12:38 am fasting: no, 214mg/dl (B)(6) 2016 11:00 am fasting: yes, 267mg/dl (B)(6) 2016 10:57 pm fasting: yes, 190mg/dl (B)(6) 2016 04:23 pm fasting: yes. Customer has not had any changes in his diet, exercise or medication.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all 5 results obtained. The customer's expected fasting blood glucose test result range is 90 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 204mg/dl and 208mg/dl. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any changes in his diet, exercise or medication.